Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -10.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports there are residual filaments on the icl surface. Lens remains implanted and it was noted "the patient did not have any abnormalities and was not treated". The cause of the event was reported as unknown.

Manufacturer narrative:
H6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: 731397.

Manufacturer narrative:
H6 - device code 1494: off-label use (acd <3.0mm). Claim #: (B)(4).